Event description:
It was reported that the screen of a pump was broken and unreadable, although the touchscreen remained responsive and the pump could start, charge, and be recognized by a computer. There was no information provided regarding the impact on the customer's blood glucose level. The device was scheduled to be returned, and a replacement pump was provided.